Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and resistance was met when filling the cartridge during the load sequence. Customer removed and reinserted syringe needle in cartridge to resolve the resistance issue. Reportedly, customer continued to use pump for insulin therapy. Customer's blood glucose was 119 mg/dl. Upon follow up, tandem technical support reviewed pump data and found the fill estimate was accurate. Customer acknowledged information and at the time of the follow up, customer reported after cartridge was changed pump was functioning as intended.